Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that excessive temperatures in the autoclave contributed to the reported deformation of the mouthpiece. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the mouthpiece had deformed when autoclaved at 132-134 for 5 minutes and the temperature was lowered to 121, however deformation still occurred. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.